Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, the pump turned off unexpectedly. Customer experienced elevated blood glucose (bg) level greater than 500 mg/dl and diabetic ketoacidosis (dka). Customer delivered correction boluses to address bg/dka. Customer was treated in the emergency room with intravenous fluids and insulin and subsequently hospitalized. Ketone level was identified to be dangerous by healthcare provider. Customer was discharged from the hospital the following day with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.